Event description:
The patient's monitor showed persistent oxygen saturation in the 70's (%) with no other symptoms. The monitor cord and the probe were changed to another recycled probe with no change in saturation results. When we placed a new (not re-manufactured) probe on the patient, the oxygen saturation readings were then greater than 95%. No patient harm. The neonatal ICU reports having frequent issues with the recycled probes and question if it is the specific neonatal ICU infant patient population that should not be using the remanufactured probes. Multiple lot numbers are affected.======================manufacturer response for remanufactured neonate-adult spo2 sensor., nellcor covidien (per site reporter).======================the covidien rep is to pick up the product on monday. She questioned if the neonatal ICU population is the not correct population for this remanufactured product.